Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low/mid abdomen, flanks, and back fat on 24/april/2021, and 11/sep/2021 using the cooladvantage coolcore, c120, c150 applicators and developed paradoxical hyperplasia (pah/ph). Patient had liposuction on (B)(6) 2022, and reported a reoccurrence of pah post corrective surgery.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient developed paradoxical hyperplasia (ph) to the central upper abdomen.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low/mid abdomen, flanks, and back fat on (B)(6) 2021 using the cooladvantage coolcore, c120, c150 applicators and developed paradoxical hyperplasia (ph) to the central upper abdomen. Patient had liposuction on (B)(6) 2022, and reported a reoccurrence of ph post corrective surgery.

Manufacturer narrative:
Corrected data: d6a (the device is not implantable, there is no implant date).